Event description:
It was reported that an ilet user experienced an extended high glucose after breakfast because the breakfast meal announcement was not fully executed when the delivery slider was not moved all the way across, despite insulin delivery continuing. The user experienced a blood glucose peak of 400mg/dl with associated symptom of urinary frequency. Outcomes included no long-term health consequences or impact. User support included communication and analysis of user-provided information. Investigation of this case revealed no device problem, a usage problem was identified related to improper or incorrect procedure when using the user interface to announce the meal. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.